Event description:
Patient reported rupture, nodules, painful, lump thing sticking out at the top of armpit, and has migrated. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, exposure, "lump thing sticking out at the top of armpit".